Event description:
Facility stated, patient was in bed, and the bed fell down from a high position down to a low position. No injury, however patient is now hurting; when doing therapy she was hurting. Has not asked for medical attention. The motor high and low not working properly. Bed was replaced.